Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a ventilator's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. During the evaluation, several issues were confirmed. Initially, there was a possible thermal event during power-up, which required the replacement of the a/c cable. The power cord was not available for evaluation, but debris was found in the a/c cable connection, which may have contributed to the problem. Additionally, the rear, front, and base enclosures of the device appeared to have been burned, indicating possible thermal events, and all needed to be replaced. The d/c cable and connector were also damaged and required replacement. The internal aspect of the device was inspected, and while the device powered on and airflow was confirmed, device logs could not be obtained due to the initial power-up failure. The manufacturer concluded that they could confirm the customer's allegation. There was particles verified in airpath and the unit was not needed for inventory and was subsequently scrapped. In this report, sections d9, g3, h2, h3, and h6 have been updated.